Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 lead, implanted: (B)(6) 2014. Dtbb1qq ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that an alert was triggered due to high, out of range defibrillation impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.